Event description:
Per the clinic, the patient experienced a head trauma where the magnet dislodged and was replaced on (B)(6) 2023. The implant remains in-situ.

Event description:
Correction: the correct date of awareness is january 18, 2023; not march 02, 2023 as previously reported.